Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 510 mg/dl and diabetic ketoacidosis. Reportedly, the pump shut down unexpectedly. Additionally, the cartridge ran out of insulin during the night and customer did not change supplies. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated no permanent damage was sustained.